Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of it. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w 4.11d. Retainer ring = clear. The pump was returned for cosmetic damage located at the back of the pump on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The following were noted during visual inspection: cracked case at corner of the belt clip rail, minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. The customer alleged cosmetic damage located at the back of the pump (cracked case at corner of the belt clip rail) was confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.